Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem has been confirmed. Upon evaluation, the trunk connector was damaged. The cause for the damaged trunk connector cannot be positively determined. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor displayed a message to call zoll for service. The patient was issued a replacement electrode belt.